Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with automated peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent and ¿not feeling well¿. On an unreported date, the patient was treated with vancomycin (dose, route and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital five days after admission. Pd therapy was ongoing. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.